Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that during a r2p peripheral case. Procedure, the sheath was intact when placed. However, upon removal, the techs noticed that the sheath was unraveling from the proximal end. The dilator was installed in the destination sheath during its removal. There was no blood loss, no injury to the patient, and the patient remained stable throughout. The patient was stable. Pre-procedural relevant tests were conducted prior to the case. There was no blood loss. There was no injury to the patient. There was no direct allegation. Additional information was received on 29 nov 2024: there was no patient spasm when the unraveling occurred. The procedure was completed as intended.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9, section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. One r2p sheath and dilator were returned to terumo medical corporation for assessment. The sample was subject to visual analysis. The dilator is partially inserted into the sheath. The sheath is separated 10.6-18.3cm from the sheath hub. The sheath is stretched where the breakage occurred. The sheath tip is deformed. The complaint can be confirmed for a sheath breakage. The exact root cause cannot be determined. The likely root cause is the user encountered resistance from calcium or tortuous anatomy during withdrawal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).